Manufacturer narrative:
Result: foot section weldment, timing links.

Event description:
It was reported by service report that the weldment was broken under the foot section frame and the side rail timing links were bad causing it to be unable to lock into position. There was patient involvement; however, no adverse consequences were reported.